Event description:
It was reported that this implantable pacemaker had reached elective replacement indicator (eri) and was suspected to exhibit premature battery depletion (pbd). Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker had reached elective replacement indicator (eri) and was suspected to exhibit premature battery depletion (pbd). Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.